Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Other relevant patient history/concomitant medications? Product code and lot number? Onset date of recurrence and vaginal pain from initial surgery? Has stress urinary incontinence changed from pre-surgery condition? Is stress urinary incontinence worse, better, or returned to the same? When was the vaginal mesh exposure first noted by a physician? What were findings of 02/27/2019 mesh excision? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2009 and the mesh was implanted. The patient experienced vaginal pain and recurrent urinary incontinence. Excision of vaginal exposure was performed on (B)(6) 2019. Device is still implanted. Additional information has been requested.